Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited cross talk oversensing of the atrial pacing on the right ventricular (rv) lead and left ventricular (lv) lead channels, leading to pacing inhibition. Technical services (ts) was consulted and continue to monitor was recommended. Ts also advised on increasing the maximum tracking rate to prevent false pacemaker mediated tachycardia (pmt) episodes. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the system continues to exhibit the oversensing behavior leading to low lv pacing percentages. Ts also noted instances of low rv intrinsic amplitude. Programming options were advised. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the oversensing on the rv channel persists. It was also mentioned that there was loss of capture (loc) that was resolved with programming enhancements. Further in office evaluation of the rv lead was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited cross talk oversensing of the atrial pacing on the right ventricular (rv) lead and left ventricular (lv) lead channels, leading to pacing inhibition. Technical services (ts) was consulted and continue to monitor was recommended. Ts also advised on increasing the maximum tracking rate to prevent false pacemaker mediated tachycardia (pmt) episodes. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited cross talk oversensing of the atrial pacing on the right ventricular (rv) lead and left ventricular (lv) lead channels, leading to pacing inhibition. Technical services (ts) was consulted and continue to monitor was recommended. Ts also advised on increasing the maximum tracking rate to prevent false pacemaker mediated tachycardia (pmt) episodes. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the system continues to exhibit the oversensing behavior leading to low lv pacing percentages. Ts also noted instances of low rv intrinsic amplitude. Programming options were advised. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited cross talk oversensing of the atrial pacing on the right ventricular (rv) lead and left ventricular (lv) lead channels, leading to pacing inhibition. Technical services (ts) was consulted and continue to monitor was recommended. Ts also advised on increasing the maximum tracking rate to prevent false pacemaker mediated tachycardia (pmt) episodes. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the system continues to exhibit the oversensing behavior leading to low lv pacing percentages. Ts also noted instances of low rv intrinsic amplitude. Programming options were advised. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the oversensing on the rv channel persists. It was also mentioned that there was loss of capture (loc) that was resolved with programming enhancements. Further in office evaluation of the rv lead was recommended. No additional adverse patient effects were reported. Additional information was received indicating that x-ray evaluation was performed and that all leads remained in the appropriate location. This device remains in service. No additional adverse patient effects were reported.